Event description:
It was reported that stored episodes of vf displayed noise. Two low lead impedance voltages below normal levels were detected. Noise was reproduced by isometrics and pocket manipulation. Capping the lead was recommended. Patient is currently hospitalized for non-device related issues and hv therapies were disabled while patient is under observation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.